Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of hospitalization was 720 mg/dl. Customer's current blood glucose reading was 54 mg/dl. Customer was wearing the insulin pump at the time of hospitalization and was connected the entire time. Customer reported that she was only disconnected from the pump the very last day. Customer stated that health care professionals brought in a trainer to check the pump who noticed that the cannula was bent upon removal. Customer reported that the pump did not alarm at the time of the incident. Customer was treated at the hospital with insulin infusion and injections. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.